Event description:
It was reported that "when bending the plate, the gold screw popped up and now can be felt above the plate. The doctor finished the procedure with another plate."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.